Event description:
The facility's biomed engineer reported an infusion pump with a failure code. The biomed stated to the baxter service facility that this pump was not involved in pt incident this time or since last serviced by baxter. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.